Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had right total knee arthroplasty revision eight months ago. The patient complained of left hip pain after falling on the third month after the surgery. X-rays and MRI were performed and the results were negative for fracture and cerebrospinal injury left bursa. On the eight month post surgery, the patient reported increased swelling, pain, and palpable defect on superomedial. X-ray was performed and showed slight lateral tilt. MRI result is pending. No surgery planned at this time.